Event description:
It was reported the patient experienced ineffective stimulation. The patient has gained weight. Programming was unsuccessful. The sjm representative confirmed the communication issue between the ipg and external devices due to weight gain. The patient is to consult with the physician for surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.